Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report #'s 3003742446-2007-00028 & 3003742446-2007-00029. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Patient received a 3.0x08mm cypher stent in the lad in 2004. Three months later, he had restenosis. He was treated with 2.5x18mm and 3.0x23mm cypher stents. Three months following, he was rushed to the hospital with an mi and had restenosis once more. He received a 2.5x23mm bx velocity stent. The patient was always on aspirin, he did not begin taking plavix until after his last procedure in the same month. Since then, he has not had any issues.